Manufacturer narrative:
(B)(4). Batch # t5am9d. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device was successfully fired on the selected tissue but failed to return the knife blade back to the starting position, which locked the device onto tissue, the manual over-ride was used to return the knife blade back to the start and it was then able to be removed from the patients tissue. There are no reports of a poor patient outcome or compromised tissues or added procedure complexity.